Manufacturer narrative:
The event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 20-apr-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 20-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) had been removed and the leads were capped. They couldn't confirm if the extensions had been removed but it was reviewed the device registration information showed the ins and extensions were marked as removed. They stated that the components were removed because the system wasn't meeting the patient's therapy expectations. The patient has a brain MRI ordered as they are looking to re-implant dbs components. They were not with the patient. It was recommended confirming the leads were capped and having the hcp complete an eligibility form. Differences between what is considered a "lead-only system" vs. Abandoned components were reviewed.